Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction injection to address the elevated bg level.